Event description:
Account reports separation of the septum occurring over a four month period. Reporter stated a large volume needleless syringe is being utilized for injection of contrast, and during the injection, separation occurs. Pressures up to 80 psi are being created. Reporter added that separation occurs "about 10% of the time". A 20-22 gauge needle utilized at 2.2 cc/second. Reporter stated there was no patient compromise.